Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading high. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 08/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 275mg/dl and 298mg/dl fasting. Reviewed meter memory: (B)(6) customers concern: 375mg/dl tested in (B)(6) 2015-not fasting. Adverse event not reported.

Event description:
Consumer complaint of blood results reading high. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire on 08/24/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015/ customer performed back to back blood test, 275mg/dl and 298mg/dl fasting. Reviewed meter memory: 259mg/dl (B)(6) 2015 08:00:00 am fasting: yes; 320mg/dl (B)(6) 2015 09:55:00 am fasting: yes; 321mg/dl (B)(6) 2015 04:46:00 pm fasting: yes; 375mg/dl (B)(6) 2015 12:47:00 pm fasting: no; 318mg/dl (B)(6) 2015 01:00:00 pm fasting: no. Customers concern: 375 mg/dl tested in (B)(6) 2015 -not fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.